Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via medtronic social medical (B)(6) post of high blood glucose readings and hospitalization. The customer's blood glucose reading was 480 mg/dl. The customer stated that the pump was not delivering insulin. The customer reverted back to manual injections. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.